Event description:
It was reported that the customer experienced a blood glucose (bg) level of 29.8 mmol/l with moderate ketone levels; cause was due to occlusion. Customer changed pump supplies to address the issue. Customer delivered a correction bolus via pump to address bg level. The customer was admitted into the emergency room, subsequently hospitalized, and treated with intravenous saline, insulin fluids, potassium, glucose, and anti-nausea medication. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.